Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "neuralgia of trigeminus", "pain", "numbness", "inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional (hcp) reported patient injected with 1.5 ml of juvéderm® voluma¿ with lidocaine in the cheeks. Touch up injection of 0.3 ml of juvéderm® voluma¿ with lidocaine performed 3 weeks later. Two days later, patient experienced "short term sensation of numbness that disappeared soon. 2 days later there occurred increased pain in the area of the 2nd branch of the trigeminus right side, sensation of numbness as well as pain varying, but overeall increasing." Three days after onset, hcp confirmed "normal findings, blood flow, and skin color normal." Patient was treated with 0.3ml hyalase 150u, massage, and cooling. No change in symptoms. "Neurological examination incl. MRI and consultation of oral surgeon with completely normal findings, but still increasing symptoms." Six days after onset, "injection of 2 ml hylase 150u". "Additional treatment of pain with ibuprofen and tramal." Eight days after onset, patient reports that symptoms still increasing, and now a slight swelling. Hcp suspects an inflammation that is only limited to the nerves, as the skin was free of signs of inflammation the whole time. Condition also described as "unclear neuralgia of trigeminus." Patient also treated with gabapentin, and amoxi clavulan 75/125 2x. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01289 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® voluma¿ with lidocaine.